Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The 3.5 x 28 mm rx absorb scaffold is being filed under a separate manufacturer report number. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
The following information was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case#32: the procedure was to treat lesions in the proximal and mid right coronary artery (rca). The patient presented with a stabilized st myocardial infarction. Both lesions were pre-dilated with a 3.0 x 30 mm balloon at 12 atmospheres (atm). A 3.5 x 28 mm absorb scaffold was implanted in the proximal rca and post-dilated with a 3.0 x 30 mm balloon at 12 atm. A 3.5 x 18 mm absorb scaffold was implanted in the mid rca and post-dilated with a 4.0 x 15 mm balloon at 11 atm. The patient was placed on dual antiplatelet therapy of ascal and ticagrelor. The patient died a cardiac death (unexplained death) with probable subacute scaffold thrombosis. No additional information was provided.